Manufacturer narrative:
Batch review performed on 03 may 2022: lot 181573: (B)(4) items manufactured and released on 13-jun-2018. Expiration date: 2023-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had primary knee surgery on (B)(6) 2016. On (B)(6) 2019, the patient came in complaining of mid-flexion instability. The surgeon revised the femoral component, tibial tray, and poly. On (B)(6) 2022, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert with a higher one (17mm) and the surgery was completed successfully.